Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Female, patient age at time of event was given as approximately (B)(6). Original awareness date is (B)(4) 2011. Additional information was received (B)(4) 2011. Placeholder.

Event description:
It was reported that during a posterior lumbar interbody fusion (plif) l3-s1 procedure, as the surgeon was reducing the (03.620.091) hex drive adapter broke off inside (03.632.008) the threaded persuader; the surgeon used 4 different stardrive screwdriver shafts (03.632.004), (03.632.002), (03.632.072 - x2) to remove a cap and all three screwdriver shafts became stripped. The cap was left in place, and it remains in the patient. The surgeon intended to remove the cap at s1 allowing him to the rod and contour it; however, the surgeon was able to get the rod to contour as the other caps were locked down. This is report 2 of 6 for the same event. Synthes complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The product development evaluation revealed that the returned device exhibits minimal signs of wear and no visually obvious damage. The device was manufactured in march 2010, shows minimal signs of use and functions as intended. There are no indications of any manufacturing or design related issues, therefore, this complaint is invalid.